Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) checked the refrigeration skid and found that the relay, thermal switch, and possibly compressor were damaged. The fse replaced the complete refrigeration skid. After repair, the instrument temperature was stable and the customer subsequently executed approximately 200 samples without error. The instrument was returned into operation. While a definitive root cause of this event is not known, a hardware malfunction is assumed.

Event description:
The customer reported that on (B)(6) 2011 the 3060-tube refrigerated stockyard module of a power processor system had an electrical failure upon startup. The customer heard a "popping" noise and saw smoke and flames coming from the instrument. Upon observance of the smoke and flames the customer turned off the power processor system using the red power button at the inlet. The fire went out by itself. There were no fire alarms tripped. No fire extinguishers used. The fire department was not called. No personnel were exposed to the smoke. No personnel were injured or sought medical intervention in association with this event. There was no death, serious injury or modification to patient treatment attributed to this event.